Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement. Additional information has been requested of a local representative. This lead remains in service. No adverse patient effects were reported.